Manufacturer narrative:
Concomitant medical products: dtbb1d1, crt-d, implanted: (B)(6) 2016; icf09b45, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital emergency department reporting that their cardiac resynchronization therapy de fibrillator (crt-d) shocked their upper abdomen. It was further reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The pacing vector was reprogrammed and the lv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.